Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cs300 intra-aortic balloon pump (iabp) had a crm, sd, blood draw failure. There was no patient impact.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer evaluated the unit and confirmed blood contamination. The crm was replaced by the hospital.